Manufacturer narrative:
Complaint investigation report and outside laboratory report.

Manufacturer narrative:
Concomitant medical products: the medicines listed were: neurontin 300mg 3x daily, morphine 60mg 2x daily, xanax 1/2mg daily, zyrtec, aspirin 81mg, carvedilol 2mg 2x daily, lisinopril 10mg daily.

Event description:
Customer stated she has had multiple needles break off in her skin during injecting insulin with levemir flexpen, specifically two in the last week. She did not have the hubs for the needles that had broken, she does have some unused pen needles left. She was instructed to make an appointment with her doctor to discuss changing needle lengths, as well as to evaluate the needles that may be in her skin. Upon receipt of the medical questionnaire she informed us she has discussed the issue with her primary care physician on (B)(6) 2018 and that as of (B)(6) 2018, she or her primary care physician has not seen any visible signs of any problems. No further action was taken.